Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 170mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to monitor the pump and call back if needed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to corroded battery tube and battery cap contact. Unable to perform the operating currents measurement, self-test and displacement test due to blank display anomaly. Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, broken belt clip slot, minor scratched display window and missing end cap sticker.